Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor will not power on) has been confirmed. Upon the monitor would not power on. The monitor's battery ear tolerances were too loose causing the battery to lose connection with the monitor. The root cause for the battery ear tolerances was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor will not power on.